Manufacturer narrative:
This insulin pump was received on may 24, 2019 under a previous complaint record regarding the critical pump error alarm. Product analysis was completed on july 25, 2019. Reference MDR number 2032227-2018-54851 (follow-up report # 1) for analysis results. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother had initially called in to report the insulin pump alarming critical pump error. Because of this error alarm, the insulin pump was replaced. Later that day, the mother called back to report that the insulin pump over delivered insulin which resulted in the customer experiencing low blood glucose. The customer's mother indicated that the customer's blood glucose level was not below 54 mg/dl and no medical intervention was required. Blood glucose value at the time of incident is unknown. No allegations against consumables were made. The insulin pump's data was successfully uploaded into carelink and the reports were shared with the customer's physician and trainer. The trainer reviewed them, but no details of over delivery could be seen. After the device was replaced, the customer was provided with a refresh training. The insulin pump was previously returned for analysis.